Event description:
The customer stated after charging the battery overnight and did not get any led on on the battery, the battery is dead. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).